Event description:
As reported through the partners ii b clinical trial, more than 2yrs post tavr, a vascular plug was placed to correct worsening paravalvular leak (pvl). (B)(4) record review indicated moderate pvl and trace central aortic insufficiency (cai) on transthoracic echocardiogram (tte) at tavr discharge. The pvl and cai remained unchanged at the 30-day and 1 year follow-up visits. Twenty six months post 23mm sapien valve implant, transesophageal echocardiogram (tee) indicated moderate-severe paravalvular leak (pvl). The patient was admitted to the hospital 4 months later for intervention. The pvl was corrected with an 8mm amplatzer vascular plug. Trace pvl was reported post intervention. The patient was discharged in stable condition on post operative day (pod) 1. Multiple attempts to gather additional information regarding the change in pvl compared to tavr discharge or follow-up visits have been unsuccessful.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl 26 months post tavr cannot be confirmed. It is possible that the patient¿s advanced age and co-morbidities (aortic stenosis, chf nyha class iii, htn) may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time